Event description:
Failure code 810:04 on ch a during biomed testing. No additional contact info was provided. The hosp rep stated there have been no reports of any pt incident involing this pump since the last baxter service event.